Event description:
The patient was revised because of instability and loosening of the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history record was not provided. The investigation could not draw any conclusions about the reported event without the device to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.